Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4). Device not returned.

Event description:
It was reported that "electrical fail code #35" occurred during initial operation since first installation of the cs100 intra-aortic balloon pump (iabp) on (B)(6) 2019. There was no service activity other than the removal of the pcb board and the datasette, and currently no additional errors are occurring. However, the root cause of the first error could not be explained to the user. Subsequently, on (B)(6) 2019, the iabp(intra-aortic balloon pump) was connected to a patient and the failure (electrical test fails code #35) of the iabp(intra-aortic balloon pump) prevented the iabp(intra-aortic balloon pump) from being used to treat the patient and the patient eventually died for other reasons; it was not related to the iabp(intra-aortic balloon pump) error. This report is for the balloon which had no reported malfunction.